Event description:
Health professional reports: protime system inr result 4.8 followed by an unspecified error message. Unspecified lab system inr result: 2.3. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR conclusions - MFR eval currently in process.